Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited loss of capture (loc) and decreased impedance measurements of 334 ohms approximately one month post implant. A lead dislodgement was suspected by the physician. The patient was not pacemaker dependent. Maximum outputs were programmed and monitoring will be continued. No additional adverse patient effects were reported. This product remains implanted and in service.